Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified; alleged malfunction could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and pump touchscreen "went blank". Customer reset pump and plugged battery in to charge. A power source alert occurred. Multiple power sources (wall adapters/usb cables) were used; however, the power source alert would not clear. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 300 mg/dl.